Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, questionable stent damage was noted. The 60% stenosed lesion was located in a mildly tortuous and non calcified proximal left anterior descending artery. The physician direct stented the lesion with a taxus express2 3.0 x 32 mm drug eluting stent, deployed at 12 atm's. The physician reported, "we noticed a space in the proximal part of the stent, is it a fracture in the struts due to the angle of the artery?" It is unclear when this was noted. It was further reported that the 6f runway guide catheter had kinked, causing a slight difficulty in advancing the stent delivery system, however, the device was successfully advanced past the kink. No pt complications occurred. Pt's status is satisfactory.